Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial MDR. Corrected fields: a2, d4 (lot number) - the lot number was determined to be invalid; thus, this field is corrected as ni, d4 (serial number) and g2 (other report source) - these fields should be blank. Updated fields: d9, h6, h11. The device was not returned to olympus for investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is likely that melting was caused by high temperatures. A possible cause of high temperature is the occurrence of sparks when a short circuit occurs. Multiple attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during a transurethral plasmakinetic resection of the prostate under general anesthesia, when the attending surgeon used the electric cutting loop to resect tissue, a loss of approximately 2 mm in length was found on the electric cutting loop. A close inspection of the defect revealed spherical protrusions formed at both ends, which was suspected to be caused by the melting of the metal electric cutting loop. Since active bleeding was occurring in the surgical field, a new electric cutting loop was immediately replaced to achieve hemostasis. After hemostasis was completed, a cystoscope was used to repeatedly inspect the interior of the bladder, and a large amount of normal saline was used for flushing. No residual defect of the electric cutting loop was found in the bladder. The circulating nurse and the scrub nurse searched in the bucket under the operating table and the area around the operating table, but no residual end of the defective electric cutting loop was found. The attending surgeon confirmed that there was no foreign body left in the surgical field. There were no reports of further patient harm. The customer indicated that the preoperative count of supplies/instruments was correct and free of errors.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.